Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the mid left anterior descending (lad). In (B)(6) 2011, the patient experienced restenosis. An intervention was performed with the dilation of an unknown size balloon and the placement of a non-bsc stent. The outcome was considered resolved. Residual stenosis was 0%. The patient was discharged 4 days later. In (B)(6) 2011, a 3 year follow-up was performed and no anginal symptoms was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: patient identifier, date of birth, relevant tests/lab data, other relevant history, describe event or problem, patient sex, if implanted, give date. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the mid left anterior descending (lad). In (B)(6) 2011, the patient experienced restenosis. An intervention was performed with the dilation of an unknown size balloon and the placement of a non-bsc stent. The outcome was considered resolved. Residual stenosis was 0%. The patient was discharged 4 days later. In (B)(6) 2011, a 3 year follow-up was performed and no anginal symptoms was noted.

Event description:
It was further reported that in (B)(6) 2008, the de novo lesion located in the mid lad was 99% stenosed, 2.5mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus express2 stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow unchanged throughout the procedure. The patient was discharged without complications 2 days later on plavix and bayaspirin. In (B)(6) 2011, the mid lad was 100% stenosed. Timi flow improved from 0 to 3 through the procedure.